Event description:
Boston scientific crm received information that this newly-implanted cardiac resynchronization therapy-defibrillator (crt-d) was associated with an approximate six second episode of pacing inhibition following pace threshold testing. The calling health care provider reported the patient was symptomatic, but experienced no adverse effects and was discharged. A boston scientific crm field representative will be scheduled to attend the patient's next device check and assist with troubleshooting. This patient also experienced pacing inhibition with his previous guidant device and lead. The device remained in service until being electively explanted and replaced 40.0 months later when the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). The device was returned tor analysis. No subsequent issues and no adverse patient effects were reported.

Manufacturer narrative:
This event will be reopened and updated if additional information is received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.